Event description:
It was reported that, "patient has previous l3-s1 fusion. He had a pseudoarthrosis at the l4-l5 level. Doctor removed nuvasive spherx 2 screws and placed xia 3 screws at l3-s1 bilaterally. While final tightening on his last screw (right l3) the blocker popped up crooked out of the tulip head. Doctor achieved the 12mm on the final tightener and decided that the blocker was tightened enough for the construct to hold. He did not notice any metal shards. He did not know if it was the blocker thread or the tulip head thread that malfunctioned."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.